Manufacturer narrative:
PMA/510(k)#: k210476. Supplemental correction report is being submitted following a review of this complaint file. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted to capture the change is annex codes, as per lab evaluation completed on 18-dec-2024.

Manufacturer narrative:
Device evaluation 1 unit of lot c2112608 of echo-hd-3-20-c was returned for evaluation opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2024. On evaluation of the devices the following observations were made: visual inspection: device returned with needle and stylet separate to device. Stylet returned inside the needle. Needle handle returned separate to device. Severe proximal kink and sheath damage observed below sheath extender. Distal end of needle examined, and no issue observed. Needle observed to be broken. Broken part of needle returned separately to device. Functional inspection: sheath extender able to advance and retract without issue. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2112608 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of the proximal needle break may be attributed to the severe proximal kink and sheath damage observed below the sheath extender, likely caused by the device being used in a flexed or tortuous position during the procedure, as noted in the additional information. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary according to the customer, stylet was broken. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the visual and functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of the proximal needle break may be attributed to the severe proximal kink and sheath damage observed below the sheath extender, likely caused by the device being used in a flexed or tortuous position during the procedure, as noted in the additional information. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
PMA/510(k)#: k210476 supplemental correction report is being submitted following a review of this complaint file.

Event description:
Supplemental correction report is being submitted to capture the date of event as 21-oct-2024 per additional information received 04-dec-2024

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During puncture, user felt the stylet (needle?) Broken, then retracted the device and confirmed the stylet broken. User changed to another needle to continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? None. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site. 2x3cm 2x3cm. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus 290, 290. 5. Was gaining access to the targeted site difficult? No. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 2. 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same rpn device to complete the procedure.